Event description:
After approx 50 hours of iab therapy, blood was noted in the tubing. The iab was removed and replaced. No further complications or patient injury occurred. The patient is doing well.